Event description:
The patient received her scs system consisting of two percutaneous leads on (B)(6) 2010. It was reported that the patient lost stimulation, and invalid impedance readings were observed on multiple lead contacts. The physician explanted and replaced both leads. As a result, stimulation was achieved for the patient. The device was returned to the manufacturer on (B)(6) 2010 for evaluation. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.